Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture with abutment came out when the patient tried to remove the sound processor in 2007. He experienced no pain or bleeding. Six days later, the surgeon reported that the skin at the former implant site was closed. The surgeon's conclusion regarding the cause of the loss of device was insufficient osseointegration. It was reported that the fixture was not fully seated at implantation and placed less than 3mm into the bone. It was also noted that the patient felt it was "hard" to remove the processor. Information on reimplantation was not provided. It is not certain whether the device will be returned for analysis.